Manufacturer narrative:
The customer reported that the multigas unit was "cutting out" and not measuring gases during procedures. The customer was unable to specify the exact length of time before the malfunction would occur. No patient harm was reported. There were no signs of physical damage. There was buildup on the o-ring behind the water trap. The customer did not know how long the device had been warming up, the last time the water trap had been changed, if the auxiliary or interface cable was connected, or if any errors were generated. Nihon kohden technical support (nk ts) asked the customer to gather the needed information. The unit will be sent in for repair under warranty. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was "cutting out" and not measuring gases during procedures.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was "cutting out" and not measuring gases during procedures. The customer was unable to specify the exact length of time before the malfunction would occur. No patient harm was reported. There were no signs of physical damage. There was buildup on the o-ring behind the water trap. The customer did not know how long the device had been warming up, the last time the water trap had been changed, if the auxiliary or interface cable was connected, or if any errors were generated. Nihon kohden technical support (nk ts) asked the customer to gather the needed information. The unit was sent in for repair under warranty. Service requested / performed: evaluation / repair: physical evaluation: no physical damage or fluid intrusion was noted. Verified the complaint that the device was "cutting out" and "not measuring gases" in testing. Possible malfunctioned pcb or parts: replaced gas sensor cd-314p-02 and upgraded the firmware to 04.23.01 to resolve the issue. Investigation summary: based on the repair and evaluation notes from nk repair center, a malfunctioning gas sensor was causing the issue of no readings. As no physical damage was observed, it is unlikely to be caused by a gas sensor failure. The user reported that there was buildup on the o-ring behind the water trap, which would indicate a lack of preventive maintenance on the device as recommended in the gf-210ra operator's manual, 0614-905501e. The device was installed at the customer facility in 03/2015. As such, the most likely root causes may be related to lack of preventive maintenance and wear and tear due to age. However, as the specific point of failure could not be identified, no root cause can be determined. CAPA is required per complaint handling, (B)(4). Based on the likely root causes that may have contributed to the issue of "no readings," along with risk and its mitigating factors, a CAPA is not warranted. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the multigas unit: bsm: model #: ni. Serial #: ni.

Event description:
The customer reported that the multigas unit was "cutting out" and not measuring gases during procedures.